Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call for high blood glucose of 463 to 600mg/dl and pump is stuck in no delivery. The customer also indicated that the pump alarmed unexpected restart and the keypad buttons are not responsive. Troubleshooting found that the alarms cannot be cleared. Customer was advised to discontinue use of the device and revert to a back-up plan per their doctor's instruction. The customer was also advised that the device would be replaced and agreed to return the product for analysis. No high blood glucose troubleshooting as the keypad did not work.

Manufacturer narrative:
The insulin pump was received with unresponsive esc button and act button due to corroded keypad traces. Unable to perform functional tests including displacement test, rewind test, basic occlusion test, occlusion test, prime test, excessive no delivery test or unexpected restart test due to unresponsive buttons. Device was received with bleeding on lcd glass, cracked case at display window corner, minor scratched lcd window, cracked battery tube threads and broken reservoir tube lip.